Event description:
A customer reported that a diluted repeat crp test run on the vitros 950 chemistry system was printed on the lab report with the wrong pt name, but was sent to the lis with the correct name. Mismatched results might lead to inappropriate physician action. There was no report of pt harm as a result of this event.